Manufacturer narrative:
Manufacturing review of the device history record for the reported lot shows that all units were quality released on 8-04-2015 having met all internal manufacturing specifications and qc acceptance requirements for workmanship and biological indicator testing for product sterility. The instructions for use for the cormatrix cangaroo ecm envelope (art-20524b) currently lists risk of infection as a potential complication. The site investigator for this study indicated that the patient did not take antibiotic post operatively.

Event description:
A (B)(6) male with infection risk factors of renal insufficiency, congestive heart failure and heart failure. On (B)(6) 2016 patient had an upgrade from an ICD to biotronik crt-d which required a pocket revision. Cangaroo lot # m15h1222, extra large. Hydration information is missing/unknown. At the wound check visit on (B)(6) 2016 there were no issues noted. On (B)(6) 2016 he had a total lead and device extraction. No other office visits noted for this subject. He exited the study on (B)(6) 2016. Medical records note a visit on (B)(6) 2016 that state he had not been taking his post-operative antibiotics due to financial issues and had returned to the hospital with swelling, redness and bleeding of the automatic implantable cardioverter defibrillator (aicd) pocket. He underwent a complete aicd extraction and laser lead extraction due to pocket infection on (B)(6) 2016. Currently on wound vac and IV antibiotics and wearing lifevest. In approximately 6 weeks a new aicd will be implanted.